Event description:
A physician attempted arteriotomy closure using the starclose device. The physician felt resistance while removing the device and had to use slightly more force than usual. The physician observed arterial bleeding and reverted to manual compression for five - ten minutes to achieve hemostasis. Post the removal of the starclose device, the physician noticed that the starclose clip came out with the device. There was no pt injury reported.

Manufacturer narrative:
Upon investigation of the returned device, it showed the safety release rod out of position. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."